Event description:
Patient's legal counsel reported that patient underwent a total hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of personal injuries. There has been no reported revision procedure. No further information has been provided to date. Additional information received in patient blood tests indicates elevated chromium levels. This reports is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there are no allegations against the device involved. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-01995-1 and 2013-02189/02290).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a total hip arthroplasty on (B)(6), 2010. Legal counsel for patient reports patient allegations of personal injuries. There has been no reported revision procedure. No further information has been provided to date. Additional information received in patient blood tests indicates elevated chromium levels. Additional information received by patient's legal counsel reports patient alleges negative and detrimental effects to the tissues, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.